Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the patient visited the clinic, the right ventricular lead was found to have dislodged. The dislodgement led to high threshold and low r-wave sensing amplitude. Lead repositioning could not be completed due to the helix unable to be retracted. The lead was explanted and replaced. The patient condition is stable.